Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, yellow particles and opening. Leak test was performed and found opening on device. A microscopic analysis was performed which identify puncture opening on posterior side, consist in the use of some surgical tool and opening striated in the anterior side. Based on the device analysis the final assessment is: three puncture opening on the posterior due to surgical like damage and a striated edge opening on the anterior side, assessed as surgical damage. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.